Event description:
During a remote follow up, episodes of oversensing due to noise resulting in inappropriate mode switching were noted on the right atrial (ra) lead. Lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.